Event description:
It was reported that the insulin pump alarmed no delivery and motor error during basal attempt. The blood glucose reading was 477 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery or motor error alarms were noted. However, the drive support disk was received slightly loose. The device was received with cracked case at the display window corners, reservoir tube and battery tube threads, and minor scratched display window.